Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable tachy lead 2011-(B)(6).

Event description:
It was reported that during the upgrade procedure, there was a rise in right atrial lead threshold. The physician decided to implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage. (B)(4).